Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece was returned for analysis. Product code sxpp1a418 additionally, a photo was provided, and it showed the same condition of the sample received. During visual inspection of the sample, the suture was examined and found to be split, with the ends likely cut by a surgical instrument. Upon further evaluation, crimping marks were observed on the surface of the suture, suggesting that they may also have been caused by a surgical instrument. The other section of the suture was not returned for analysis. Additionally, the swage and attachment area were found to be as expected. However, marks that appear to have been caused by a surgical instrument were observed on the body of the needle. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you kindly provide the lot number, please? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that when they went to cut the suture after the vaginal cuff was closed. The suture frayed when it was cut. There is also fraying from handling. Product will be returned. No adverse patient consequences were reported. Additional information was requested.